Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the infusion set connector/coupler snapped after the third or fourth tubing use, and the pump continued to deliver insulin until the caregiver shut the pump down; the patient¿s cgm showed rising glucose, with a reported high of 400 mg/dl, and the caregiver used subcutaneous insulin via pen to correct while replacing the cartridge, connector, and infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a device component issue involving the connector/coupler with a fracture consistent with a stress-related problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The caregiver planned to reconnect the ilet once glucose decreased to 180 mg/dl and ketones were negative, and no professional medical intervention was required.